Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
A 2.25 x 15mm firestar balloon was delivered to the de novo, moderately calcified, slightly tortuous mid left anterior descending lesion for pre-dilation, however, it would not cross the lesion due to heavy stenosis. There was 99% stenosis. A different balloon (1.5 x 15mm sprinter legend) was used and balloon angioplasty was conducted. The firestar was delivered again, however, during inflation, it ruptured at 12 atm and the physician found the blood was being pulled back. Therefore, a different balloon (2.0 x 15mm ryujin plus) was used for balloon angioplasty instead. The procedure was successfully completed.